Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field engineer called in to report, as he had a customer call reporting a problem with arm 1 during procedure. The fe wanted the logs to be checked as he got very little information on what the problem exactly was. The intuitive surgical (is) technical support engineer (tse) checked the logs and could find related error reported by uce1 on universal surgical manipulator (usm1) . The field engineer already ordered an usm and was waiting on feedback from clinical sales rep (csr) that would arrive on site to check the system. The procedure was completed with no patient harm, serious incident or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: after the error occurred for the first time, the operating room (or) staff called our clinical sales representative and she suggested to hard power cycle the system but the error was not cleared. As the csr was just on the way from another hospital to home but was only 10 minutes away from the hospital, she went there to see what was going on. In the meantime, the or staff disabled arm 1 and continued the procedure with 3 arms. Procedure finished without any issues. The csr went on site and suggested to swap the patient side cart (psc) with their other dv5 system, that was not used yet. In this way, they could continue next day's procedures and the field engineer could go onsite to replace the usm 1. The field engineer was onsite but was not able to reproduce the error. He replaced the usm anyway to satisfy the customer and to avoid that the same error will re-occur.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This universal surgical manipulator (usm) unit was returned for failure analysis due to a reported error 23062. The fault was confirmed via field logs and replicated during internal testing. A review of the event logs identified error 23062 on the reported date, specifically indicating a sensor failure on the carriage d3 stator, confirming that the fault originated in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was tested, where error 23062 was triggered during the sine cycle on carriage disk 3, successfully replicating the field failure. To isolate the root cause, the d3 and d0 stators were swapped. After swapping, the system reported a sensor error on disk 0 (previously disk 3). When the components were returned to their original positions, the error reverted to disk 3, confirming that the fault is isolated to the d3 stator. Based on this investigation, failure analysis concluded that the disk 3 stator was the root cause of the reported event.